Event description:
Caller reported an issue during the fill tubing step of the load sequence, where they did not observe drops of insulin at the end of the tubing. Customer's blood glucose was reported as "high" without a specific value, indicating an adverse impact. To resolve the issue, the customer performed a correction injection via multiple daily injections (mdi), and technical support assisted the caller in completing the load process successfully, allowing them to resume insulin delivery.